Manufacturer narrative:
There was a symptom that the test was automatically terminated during the patient test this morning. (End exam). The patient data saved before was not saved, and we had no choice but to call the patient back and proceed with the examination again. This symptom occurred a week ago as well, and 2 cases occurred after ui update with vb10d. The images taken before the start of the test remain after the patient is called to the worklist, and the data taken after the start of the test are not saved. Filing psi as patient data was lost and patient had to be recalled.

Event description:
There was a symptom that the test was automatically terminated during the patient test this morning. (End exam).